Event description:
It was reported that there was damage to the usb port. There was no adverse impact to the customer¿s blood glucose level. The patient, currently out of warranty, declined follow-up from technical support and is in the process of obtaining a new tandem device.